Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced hyperglycemia symptoms and the blood glucose monitor displayed a result in their normal range. The exact result and type of symptoms were not provided. The patient went to the hospital at an unknown time based on the hyperglycemia symptoms. The patient's blood glucose result was over 600 mg/dl on the hospital's meter. The patient was treated with unknown solutions and was admitted into the intensive care unit for 3 days.